Event description:
The customer stated that he may have inadvertently delivered insulin into his body during priming. The customer did not know how much insulin was delivered, but he stated that the reservoir was empty. The customer's blood glucose reading was 201 mg/dl at the beginning of the phone call, but during the phone call, it dropped to 55 mg/dl. Paramedics were called to assist the customer, and the customer was taken to the hospital and monitored. The customer stated that he was not treated for hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.